Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this patient presented to the emergency room. This right ventricular (rv) lead displayed loss of capture in a bipolar configuration. The patient is considered pacer dependent, so the rv lead was reprogrammed to a unipolar configuration. Fluoroscopy was performed and it was determined this rv lead was fractured due to clavicular crush. The decision was made to explant and replace this rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.